Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending angle in the up direction did not meet the specification due to wear of the angle wire, the adhesive for probe unit was discolored, the adhesive for objective lens was discolored, the adhesive for light guide lens was discolored, the el-connector was corroded due to water leakage, the number of ultrasonic elements lost due to breakage of the ultrasonic cable exceeded the specified value, the charged coupled device unit was damaged and did not produce the specified resolution, and the connecting tube was wrinkled. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a water leak at the distal end. The issue was found during preparation for use, the intended diagnostic procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the peeled connecting tube coating was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating peeling could not be determined. Olympus will continue to monitor field performance for this device.